Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 208 mg/dl. Reportedly, the customer had an alternate pump and insulin pens available for insulin therapy.